Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the video receiver pcb after determining that it was defective. The unit was then working satisfactorily. The iabp was cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) units display is flickering where video receiver pcb is suspected to be defective. There was no patient involvement.